Event description:
A us distributor returned a monitor and reported being unable to recognize a te connection.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize te connection) has been confirmed. The monitor's electrode belt receptacle was broken free from the monitor enclosure, breaking the wire from the defib board. The root cause for the damaged receptacle was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.